Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer identified read and write error in cubbies of the half-height drawer 4.1. The faulty cubies were removed and returned to the user, where the storage space was recovered. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer was encountered a failure. The customer reported that the user was able to remove the medication from another station resulting in a delay in the dispensing workflow. There were no adverse events or injuries reported based on this incident.